Event description:
The international customer reported the ventilator was intermittently restarting and alarming due to a pressure sensor failure. The ventilator was not in use on a patient therefore there was no patient involvement or harm. The distributor replaced the sensor pcb board to address the reported problem.

Manufacturer narrative:
Part requested for analysis but not yet received.